Manufacturer narrative:
(B)(4).

Event description:
It was reported that when performing x-ray, it was observed that the lead had microdislodged which caused high lead impedance. The lead will be monitored. Good patient condition.